Event description:
Initial surgery in 04 irrigation & debridement midfoot fusion percutaneous heel cord lengthening. Pt returned 2004 with granular material drainage from the dorsal lateral wound and redness of the skin. Wound washed out with gentamycin and bead pouch containing antibiotic inserted.